Event description:
New information noted that the awareness date was (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in (B)(6) during clinic visit, it was noted the left ventricular lead was dislodged. The lead was explanted and replaced on (B)(6) 2015. The patient was in satisfactory condition post procedure.